Event description:
During a colonoscopy procedure, two (2) cook instinct endoscopic hemoclips were used to treat a 5 mm post polypectomy defect in the cecum. Each time, the clip was able to be attached to the tissue site but the clip would not release from the clip deployment device. The physician experienced extreme difficulty in clip release with both devices. The clips eventually released from the deployment devices. See MDR 1037905-2013-00321. During a different colonoscopy procedure, two (2) other cook instinct endoscopic hemoclips were used to treat a 5 mm post polypectomy defect in the transverse colon. Each time, the clip was able to be attached to the tissue site but the clip would not release from the clip deployment device. The physician experienced extreme difficulty in clip release with both devices. The clips eventually released from the deployment devices. See MDR 1037905-2013-00323. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experiencing any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. The instructions for use contains the follow precaution - "if clip deployment device is used with endoscope in torqued or retroflexed position, clip deployment difficulties can occur". The instructions for use also states "if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separated catheter from clip." Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Qa will continue to monitor for complaint trends.